Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer bloused too much with the pump, because they did not understand what they were doing, and as a result their blood glucose (bg) levels went low. The customer was unable to provide the exact bg value or exact date, and only remembered that the event was at the beginning of (B)(6). The customer was taken via ambulance to the hospital, and treated at the hospital, but the mode of treatment was not provided as the customer was unable to recall the exact specifics of the event. As a result of this event, the customer indicated that they will be meeting with their healthcare provider (hcp) to discuss diabetes management, and their clinical diabetes specialist (cds) for additional training.